Event description:
During a dilatation procedure of calcified stenotic vessel, the catheter balloon burst. The cathether was removed & replaced to complete the procedure with no patient injury or further complications being reported.